Event description:
It was reported to philips that the device won't turn on. There was no patient involvement.

Event description:
It was reported to philips that the device won't turn on. There was no patient involvement. An authorized field service engineer (fse) was dispatched to the customer site and the reported issue was confirmed. It was initially determined that the battery pca needed to replaced but after replacing the component the problem persisted. Another fse was dispatched and it was determined that the processor pca and power pca both needed to be replaced. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped. Upon conclusion of the initial evaluation, it was originally reported that this was a malfunction of the processor pca and power pca. Both components were replaced to resolve the reported issue and the device remained at the customer site. However, a follow up analysis of the returned processor pca was completed and there were no noted issues that could have caused or contributed to a potential malfunction. As a result, it has been determined that the cause for the original failure was a faulty power pca. No further investigation or action is warranted at this time. No further evaluation is required at this time.

Event description:
It was reported to philips that the device won't turn on. An authorized field service engineer (fse) was dispatched to the customer site and the reported issue was confirmed. It was initially determined that the battery pca needed to replaced but after replacing the component the problem persisted. Another fse was dispatched and it was determined that the processor pca and power pca both needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca and power pca. Both components were replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device won't turn on. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.